Event description:
It was reported by service report that the casters were swiveling when in the locked position and the brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Internal damage of casters.